Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1600 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. The sample was tested on a second alternate method and resulted lower than the atellica im tnih results. A final report was issued to the physician including all the atellica im and the first alternate method results with a note that 'interference in the ctni assay is suspected.' Qc was in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient specific incident. The sample was also elevated on a second alternate method. The customer also processed the sample with a heterophile binding tube (hbt) and the atellica im result did not change . Siemens cannot rule out other non-specific potentially interfering substances in the sample. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a conventional sensitivity troponin I method. The second alternate troponin I method is also a high sensitivity method. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." In addition, there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. No potential product issue is observed. The customer is operational.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. The sample was tested on a second alternate method and resulted lower than the atellica im tnih results. A final report was issued to the physician including all the atellica im and the first alternate method results with a note that 'interference in the ctni assay is suspected. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.